Manufacturer narrative:
A ge service rep performed an on site investigation. There are no parts available and this system is past end of life. There was no action taken.

Event description:
The customer reported that the 9400 system batteries are dead during a case. No pt injury was reported.